Manufacturer narrative:
(B)(6). (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. If there is any further relevant information received, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a drug eluting stenting treatment procedure, stent damage occurred. The vascular access site was radial. The eccentric, de novo target lesion was located in the ostium of the non-tortuous and non-calcified left anterior descending (lad) artery. The lesion length was 18mm and the reference vessel diameter was 3.0mm. A 6fr jl4 guide catheter along with an unspecified 0.014 guide wire was advanced to the lesion. Next the lesion was pre-dilated with an apex 2.5x15mm balloon. After pre-dilatation, a promus element 3.5x24mm stent was advanced and deployed at 18atms at the lesion site. The stent was post-dilated. Following stent deployment, the guide catheter was advanced through the stent to allow for a new wire to be placed in the diagonal (dx) to perform a kissing balloon technique. As the guide catheter was passed through the stent, the stent "just crumpled up by 5.0mm or so, like an accordion." Another stent was placed proximally into the left main (lm) to cover the deformed portion of the stent, using culottes technique. Intravascular ultrasound (ivus) showed there were no adverse features of the deformed stent. No patient complications were reported and the patient status was reported as stable. This product is only ous approved but it is similar to an approved us device.